Event description:
It was reported that during the procedure, a 6x100x80 armada 35 balloon dilatation catheter was advanced onto a non-abbott guide wire, into a non-abbott sheath, and to a lesion in the superficial femoral artery without resistance felt. The armada 35 balloon was unable to be inflated with a non-abbott inflation device or a syringe, though inflation was attempted several times. The armada 35 was withdrawn from the anatomy without resistance. A non-abbott balloon dilatation was used in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: terumo glidewire; inflation device: cook; sheath: 6fr terumo. Abbott vascular has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of (B)(4). Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties inflating the device were able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on (B)(6) 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of 0.1%. Abbott vascular has implemented corrective actions to ensure ongoing product performance.